Event description:
The reporter stated that the product - collaplug bovine collagen dental dressing, caused inflammation, swelling and soreness when used in a dental procedure. Unspecified intervention was required. Integra has requested additional info from the reporter.

Manufacturer narrative:
A review of the complaint system indicated that this event has not been reported previously. A review of the device history record showed no anomalies for this lot. Integra has requested additional clinical and pt info from the reporter. Future incidents of this nature will be documented for recurrence and trending purposes.